Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Additional observations: nick is observed assessed as surgical tool scratch like. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, rupture.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii. The device has been explanted and replaced. This record relates to the right side.